Event description:
A patient underwent powerport placement procedure. It was reported that thin linear density located distal to and separate from the catheter tip, extending from the right atrium into the region of the right ventricle. Two days later, on [redacted], the patient underwent removal of the foreign body. Successfully retrieved the foreign object from the right heart. The retrieved object measured approximately 10 cm in length and appeared highly suggestive of one half of a peel away sheath, lacking the hand grip portion. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f : the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd